Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a coil was pulled out of the lead body and folded approximately 49 centimeters (cm) from the terminal pin. This damage occurred as a result of the removal of the suture sleeve. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported dislodgement.

Event description:
--

Event description:
Boston scientific received information that the patient implanted with this device system received two shocks for either ventricular tachycardia (vt) or supraventricular tachycardia (svt). A lead revision procedure was performed. It was observed that the left ventricular (lv) lead was found to be in the pulmonary artery. Upon removal of the lv lead, the conductor was observed to be outside the lead near the distal end. It was unknown if a stylet could have compromised the lead during extraction. The lv lead was ultimately explanted. The right atrial (ra) lead was explanted due to loss of capture (loc). The device was programmed to vvi and the patient was to be monitored for heart failure symptoms. The lv and ra leads were expected to be returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.